Event description:
A caller reported that the pump would light up but did not respond to touch inputs. There was no adverse impact to the customer¿s blood glucose level, with readings not exceeding 500 mg/dl or dropping below 54 mg/dl. Technical support arranged for a replacement pump and confirmed the customer's shipping address. The customer was informed about the need for the replacement and instructed to return the faulty pump.